Manufacturer narrative:
(B)(4): evaluation results: (endoleak, ruptured vessel/aneurysm), (severely-diseased and moderately tortuous vessels), other (lot number unknown).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented emergently, and the CT demonstrated that there was a distal type I endoleak and a contained rupture. At the time of the event, the vessel morphology was reported as severely-diseased, moderate tortuosity, and mild calcification. The physician elected to intervene by placing a talent iliac limb, which successfully resolved the distal endoleak. In addition, although there was no proximal type I endoleak, the physician elected to place two aneurx aortic cuffs proximally as a preventive measure. No additional clinical sequelae were reported, and the patient is fine.